Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H11: the device was received for evaluation. During functional testing, the reported problem "keeps alarming upstream occlusion" was not reproduced. The upstream occlusion testing was performed and passed. A service history review was performed and revealed that the device had been serviced within the last 12 months. The current issue does not appear as a repeat service event. The direct cause of the current issue was not serviced in the last return cycle. All required service actions were completed in the last service cycle. The event history log (ehl) review was performed and revealed that the customer experienced a couple "upstream occlusion!" Alarms, however the log cannot be used to determine if the alarms occurred within appropriate pressure ranges. The reported condition was verified. The cause of the condition was the failed ultrasonic sensor. The ultrasonic sensor required to be replaced to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump kept alarming upstream occlusion during testing in the biomedical service department. There was no patient involvement. No additional information is available.